Event description:
It was reported that the patient presented via remote check. It was discovered that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.